Event description:
Country of complaint: (B)(6). Pt with cesarean procedure; during checking of the wound, it was evident that the thread broke. Adhesive tape was applied; no bleeding or dehiscence points evident.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: the customer does not attach samples to assess the claim. Analysis and results: with no registration batch number is not feasible to know if there are units available from the affected lot. It's verified that there are (B)(4), two different lot numbers available. Without lot number, it is not know precisely the number of units produced. Proceeded to check the database and verify the claims that to date have received a complaint relating to this product code, and cause of incident can not determine if this same lot number and that the complaint does not specify. Without the lot number is not possible to review the record of manufacture; therefore it cannot be determined if alterations or deviations occurred during the production process. Since no sample was received, nor have the lot number of the claimed suture is not possible to perform an analysis and determine the possible cause that generated this incident. Final conclusion: complaint is not justified. Without samples a proper analysis cannot be performed to study the affected product to see if it does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-open and analyzed. Please note that when no samples are received our analysis is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. If problem continues, please send the sample used or otherwise 5 units from the same batch, for the corresponding investigation. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Mfg site eval: eval on-going.